Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. Customers insulin pump noted a software error was detected no troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test and displacement test. However, pump error alarm found in the insulin pump history due to software error. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.